Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: control unit has discoloration, air/water-cylinder has discoloration, suction-cylinder has discoloration, plug unit has a scratch, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet specifications, due to dirt on objective lens, the image has a stain, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet specifications, plastic distal end cover has a crack, objective lens has a crack, light guide lens has a crack, and adhesive on bending rubber has a crack. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope distal end cap and rubber damaged. During inspection and evaluation, the nozzle unit was found clogged with foreign materials. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.